Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, several hours of stress testing, and multiple power cycles using ac/test battery without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.